Event description:
Boston scientific received information that during an induction with this cardiac resynchronization therapy defibrillator (crt-d) telemetry was lost. When it was re-established there was still bursting which had induced the patient and then successfully converted the patient as well. Show last episode was pressed and the screen went black and an error code of fc58b was displayed. There were no adverse patient effects and the device remains in-service.

Manufacturer narrative:
This issue has been mitigated via software model 2868 version 1.04. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations and determined that the code that was observed was related to the programmer and not the implanted device.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons.